Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac arrest, ventricular fibrillation, pericardial effusion, and thrombosis that required extracorporeal membrane oxygenation (ECMO), pericardial drainage, coronary angiography and prolonged hospitalization. Cardiac arrest and episodes of ventricular fibrillation occurred around 1 hour post-procedure while the patient was leaving the recovery room. Post-procedural echocardiography revealed an effusion of unknown size and cause. The cause of the cardiac arrest and ventricular fibrillation is unknown. Actions taken for the patient included initiation of ECMO + pericardial drainage + coronary angiography. Post procedure discovery of thrombosis of marginal artery which would be responsible for rhythmic storm. Patient required extended hospitalization. The physician's opinion on the cause of the adverse event was that it could have been caused by the 2 ablation he performed in the coronary sinus. There was no evidence of steam pop. Irrigated catheter was used with flow setting at 2ml when no ablation, 8ml and 15ml during ablation depending is < or > at 30w.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31361046l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).